Manufacturer narrative:
The olympus field service engineer replaced the components and tested the device. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer initially reported the gray sensor in the sink of the endoscope reprocessor broke off. Upon evaluation by an olympus field service engineer (fse), it was found the device had a cracked lid and broken fluid level sensor. This report is being submitted due to the "cracked lid" found by the fse. No patient involvement or impact to patient care was reported for this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the user made device or something hard contact to the lid. The event is not due to user¿s misuse. The user can detect the event by inspecting equipment in accordance with the following IFU statement: chapter 3 inspection before use: 3.2 inspecting the lid and lid packing. Before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The lid is not cracked, broken, or otherwise damaged. The legal manufacturer confirmed via DHR that the equipment was shipped out, satisfying specifications.